Manufacturer narrative:
Follow-up # 1: 09/11/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings:during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were responding intermittently. The keypad cover was removed and contamination was found underneath all buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was also reported that the ok button was over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.